Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va0lv5c, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va0n5k3, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative (rep) reported that the patient's entire system was removed secondary to a chronic infection at the extension connection site behind the left ear. There were several attempts at antibiotic intervention. It was unknown if the issue was resolved. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.